Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during a diagnosis procedure, the procedure got delayed and was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to power on the host pc. The fse replaced the bios (built in operating software) battery in the host pc but it did not resolve the issue. The fse performed further system diagnosis and found that the hdd (hard disk drive) power supply was not powering on. The fse replaced the host pc, updated the license file to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the customer was unable to power on the host pc. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.